Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, a call was placed to customer support by a fire fighter asking for assistance with cancelling the dialysis treatment for this patient on peritoneal dialysis (pd) to take the patient to the hospital. In additional follow-up, the patient¿s pd nurse stated the patient was brought to the emergency room (ER) after the patient called 911 for symptoms of shortness of breath (sob). Per the nurse, the patient was not admitted and was discharged within 24 hours ((B)(6) 2023) without any specified treatment. The nurse indicated the sob was related to pre-existing chronic obstructive pulmonary disease (copd) and not related to the pd treatment or fresenius products. The patient has resumed pd treatments with the same cycler without any adverse effects.

Event description:
On (B)(6) 2023, a call was placed to customer support by a fire fighter asking for assistance with cancelling the dialysis treatment for this patient on peritoneal dialysis (pd) to take the patient to the hospital. In additional follow-up, the patient¿s pd nurse stated the patient was brought to the emergency room (ER) after the patient called 911 for symptoms of shortness of breath (sob). Per the nurse, the patient was not admitted and was discharged within 24 hours ((B)(6) 2023) without any specified treatment. The nurse indicated the sob was related to pre-existing chronic obstructive pulmonary disease (copd) and not related to the pd treatment or fresenius products. The patient has resumed pd treatments with the same cycler without any adverse effects.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
On 4/may/2023, a call was placed to customer support by a fire fighter asking for assistance with cancelling the dialysis treatment for this patient on peritoneal dialysis (pd) to take the patient to the hospital. In additional follow-up, the patient¿s pd nurse stated the patient was brought to the emergency room (ER) after the patient called 911 for symptoms of shortness of breath (sob). Per the nurse, the patient was not admitted and was discharged within 24 hours ((B)(6) 2023) without any specified treatment. The nurse indicated the sob was related to pre-existing chronic obstructive pulmonary disease (copd) and not related to the pd treatment or fresenius products. The patient has resumed pd treatments with the same cycler without any adverse effects.